Manufacturer narrative:
Not returned.

Event description:
Plaintiff after implantation of t-sling (B)(4) lot 0826 on (B)(6) 2012 alleges recurrent sui. Re-hospitalization for additional surgery and mesh removal occurred on (B)(6) 2012